Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: she received treatment for the following events pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) (unspecified) not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: this case was become incident. Event injury was updated as pelvic pain, abdominal pain, dysmenorrhea (cramping) and menorrhagia (heavy menstrual bleeding). Patient date of birth, lab data, treatment details and essure removal date was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.